Event description:
46 y/o required explantation of implant due to breakage of implant. One of the screws was found to be broken in 2 pieces. One broken piece was removed and the non-head piece of the broken screw was left in the pt. The implant broke because of the non-union of the pt's tibia.